Manufacturer narrative:
Medical device expiration date: n/a. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported before use of the bd insulin syringe with the bd ultra-fine¿ needle the consumer states when attempting to draw the medication from the vile when pulling back the syringe the needle was stuck in the vile. There was no report of injury or medical intervention.

Manufacturer narrative:
Investigation summary: customer returned one loose 1cc syringe. Customer states that the needle was stuck in the vial and the plunger was missing. The returned syringe was examined and did not exhibit a missing plunger. However, the sample exhibited a detached cannula with the loose cannula inside the shield. The barrel was examined under the microscope and exhibited adhesive runoff onto the hub. Little adhesive was observed in the hub. The loose cannula was also examined and exhibited adhesive on the cannula shaft. Upon evaluation by qe (B)(4), similar findings to those documented during initial investigation performed at bd (B)(4) were noted. The sample was additionally visualized under ultraviolet light and confirmed adhesive along the exterior of the barrel tip/well, as well as along the exterior of the cannula. Probable root cause likely to be a misalignment of the adhesive nozzle during production of this batch. A review of the device history record was completed for batch# 6333524. All inspections were performed per the applicable operations qc specifications. Investigation conclusion: based on the samples / photo(s) received the investigation concluded: confirmed: bd was able to duplicate or confirm the customer¿s indicated failure (adhesive runoff). Unconfirmed: bd was not able to duplicate or confirm the customer¿s indicated failure (missing plunger rod). Probable root cause determined to be misalignment during application of adhesive on the needle lines. When this occurs, adhesive runover onto the hub or possible the cannula may occur. Additionally, adhesive may be inaccurately applied to the rubberized pull wheel on the line, which can additionally transfer adhesive to the cannula during routine use. CAPA (B)(4) has been opened to address this issue for 1ml syringes.